Manufacturer narrative:
Event date: unknown; unique identifier (UDI) #: na; manufacture date: unknown. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a driver broke when removing unknown screws and set screws. There was no adverse event or delay of surgery reported.

Manufacturer narrative:
Additional information: lot number. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
UDI number: na. Additional information: ethnicity, methods, results, and conclusions - the returned driver was evaluated. The tip was found to have broken off. The cause is attributed to a torque force which exceeded the mechanical strength of the driver tip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported a driver broke when removing unknown screws and set screws. There was no adverse event or delay of surgery reported.